Event description:
The following has been reported: customer reporting power adapter port not functioning properly. The device will require a new power supply assembly. The device will also require a new battery and membrane per manufacturer service/repair procedures. Device will need to be sent to the manufacturer for repair. Fk repair depot then reports the following: action taken: received pump (B)(6) and power cord. Confirmed customer reported issue. Charging issue was due to a inoperative a/c adapter, replaced back cover assembly. Found damage to top cover, replaced part. A group of malfunctioning pixels were not iced on the lcd panel, replaced. Device received preventive maintenance on (B)(6) 2022; membrane and battery not due for replacement until (B)(6) 2025. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.